Manufacturer narrative:
The event was confirmed according to the preliminary evaluation results , a lubricath latex foley catheter was returned and other than the noted burst in the balloon, there were no other visual issues with the device. The balloon rip measured 0.5425 inches laterally a potential root cause could be due to "operator error." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst". This instruction would help prevent a potential user related cause of reported issue.

Event description:
It was reported that the catheter balloon burst during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst during a pretest.